Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of his device and diagnostic workup revealed a "dislocated" right total hip; the head of the device disassociated from the trunnion. It is further alleged that based upon this finding and in light of worsening symptoms, he underwent revision surgery on (B)(6) 2016. Right hip.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of his device and diagnostic workup revealed a "dislocated" right total hip; the head of the device disassociated from the trunnion. It is further alleged that based upon this finding and in light of worsening symptoms, he underwent revision surgery on (B)(6)2016. Right hip.

Manufacturer narrative:
Additional information: a patient information; brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date. An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: not performed as no medical records were received. -product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histapathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.